Event description:
The procedure was an iliac stenting using a kissing balloon technique. There was no info about vessel characteristics. There was no pt info. The info states that once the stents were deployed the physician noticed that one of the stents was longer (approximately 20mm) than what was stated on the label. There was no misuse of the device and delivery of the stent was completed without incident. The physician decided to leave the implanted device in place. There were no reported pt complications.